Event description:
The automode was not in use at the time of the reported event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing high blood glucose level. Blood glucose level at the time of the incident was 449 mg/dl which was treated with insulin pump. Customer¿s other blood glucose level was 238 mg/dl. Customer stated that there was lot of blood upon insertion of the infusion set. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.